Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient felt a painful shocking sensation when she was laying on her stomach and tried to turn. The patient stated stim was decreased and pain was relieved. The patient also stated since either (B)(6) 2020 or (B)(6) 2020, she felt little shocks in her hand or wrist. The patient stated they are not constant. Patient services reviewed this is likely not caused by the ins and redirected the patient to their managing healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of cause of the shocking was that the amplitude was too high. Actions taken to resolve the issue were to lower the amplitude. The shocking was resolved. No further device issue alleged / identified. No further patient symptoms or complications were reported.